Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis.additional text: tee - negative for thrombosis; suspicious of thrombosis.specific component(s) involved: other component malfunction, specify.additional text:other component: unknown: low flow alarm going on and off.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; other interventions, specify; replacement of external battery.other intervention : heart transplant.implant device type: lvad.